Event description:
The patient was hospitalized due to chest-pain. A high capture threshold and low sensing were observed. Under fluoroscopy, the lead seemed to have moved into the pericardium. The lead was explanted. The physician believed that the lead advancement into the pericardiac. Tissue was due to the patient's cardiomyopathy and that the event was not caused by the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.